Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner while using the ilet with libre 3+, with sensor glucose decreasing to 55 mg/dl despite the pump delivering basal insulin and earlier correction of elevated glucose; the glucose remained around 80 mg/dl for about three hours before dropping later at night, and the user treated with a peanut butter cup and a sip of cola, after which glucose stabilized. Symptoms included dizziness. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.